Event description:
It was reported the programmer screen was broken/non-responsive. The touch pen appeared to work well. The programmer was returned for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the display overlay/bezel assembly was replaced. It was also noted that the stylus was missing, the keyboard was broken, the power cord bay door was broken, the upper case was broken.